Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The patient sample was requested for investigation, but it could not be provided.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). Precision studies were run.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas e411 rack. No questionable results were reported outside of the laboratory. The sample resulted in a ft3 value of 7.39 pg/ml when tested on the e411 analyzer. The sample was repeated on a vidas analyzer, resulting in a ft3 value of 4.0 pg/ml (reference range = 2.6 - 5.5 pg/ml). The customer deemed this value to be correct. The sample was also repeated on the e411 analyzer, resulting in a ft3 value of 6.48 pg/ml.